Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided."

Event description:
It was reported that an unspecified bd luer lock had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the plunger on 10ml luer lock did not work.   Verbatim: describe the event or problem: plunger on 10ml luer lock did not work. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do;"